Event description:
The customer reported to olympus that the vizishot needle broke in the sheath and was left in the scope.the reported problem was found during a diagnostic endobronchial ultrasound bronchoscopy procedure resulting in a small delay, though the procedure was completed with the same set of equipment. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the observed reported failure is a known phenomenon likely resulting from forcing the device through resistance and/or excessive angulation, resulting in excessive amounts of stress being put onto the needle. The product was not returned, so this issue could not be confirmed. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Also, on page 12 of the device IFU, it says: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor the field performance of this device.